Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 451 mg/dl. Due to the bg level, the customer was dizzy and nauseous. Insulin injections were used to address the bg level. As the supplies on the pump had been changed, tandem technical support was unable to troubleshoot to determine a possible cause of this occlusion.